Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred at 11pm on (B)(6) 2016. At this time the patient obtained a blood glucose reading of ¿420mg/dl¿ with the subject meter and ¿138mg/dl¿ on another device within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and denied making any changes to their normal dosage of humalog 75/25 quickpen as a result of the alleged product issue. Twenty minutes after the alleged product issue occurred, the patient developed the symptoms of ¿headaches, dizziness, tired and nausea.¿ in response to these symptoms the patient went to the emergency room (e.r.) Where they were treated with IV glucose by a healthcare professional. The patient¿s blood glucose was measured using an e.r. Meter at 11:20pm on (B)(6) 2016 with a result of ¿52mg/dl¿ being obtained. The patient¿s blood glucose was then measured after receiving treatment, at 3:30am, with a result of ¿95mg/dl¿ being obtained. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them requiring medical intervention in order to prevent further serious injury after the alleged meter issue began.